Event description:
Blood glucose monitoring device was reading 400-500 mg/dl so called paramedics. Reporter stated paramedics meter read 90 mg/dl and transported her to the hosp. Reporter indicated being kept in the hosp for several weeks due to a broken ankle and under observation to ensure she did not get an infection. It was reported no treatment was received as a result of the alleged incident and blood glucose levels were high while in the hosp. Reportedly the return of the suspect device and replacement product was sent.